Event description:
It was reported that via review of remote monitoring, increased high voltage impedance was detected on the right ventricular (rv) lead. At a device change-out procedure on 22 may 2023, a chest x-ray was performed and externalized conductors were found. The rv lead was capped and successfully replaced. There were no adverse health consequences, the patient was stable.